Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a bent cannula and high blood glucose level at 411 mg/dl. The customer also reported receiving no delivery alarms. The customer was sent a replacement infusion set. The customer did not want to return the device for analysis.